Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the company representative that during a procedure, a mandible screw sheared off. Unfortunately the screw is unable to be returned.